Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent vns explant due to infection. The infection was attributed to poor wound healing from the patient's previous generator replacement surgery. Device history record was reviewed for both the generator and lead. Both devices were sterilized prior to distribution, passed all quality control measures prior to distribution, and no unresolved nonconformances were found. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
Additional information was received stating that patient did not have an infection and explant was due to patient request. No additional relevant information has been received to date.